Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that three (3) patients experienced a crack in the implanted intraocular lens (iol) implant after a procedure. The healthcare professional stated they checked the lens prior to implantation and there were no visible cracks. This record is for the third patient on this date of event. Additional information has been requested.

Manufacturer narrative:
The lens was not returned for evaluation. A photo was provided for this file. The photo is of the implanted lens. There is a line/mark that has the appearance of a possible fold line. No determination can be made from the photo. Fold lines are an acrylic lens material response to being forced to fold too quickly. Iol product history records were reviewed and documentation indicated the product met release criteria. A qualified delivery system was indicated. The root cause for the reported damage could not be definitively determined. The lens remains implanted. Based on the provide photo, the indicated damage has the appearance of a fold line. Fold lines are the acrylic lens material response to being forced to fold too quickly. Fold lines/marks may occur when the lens is advanced too rapidly, when the or/room temperature is too cold, or if inadequate viscoelastic is placed in the device. Any of the above listed causes alone, or in combination, may create the observed damaged. The manufacturer internal reference number is: 2021-05207

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that all surgeries were completed and the iols remain implanted so far.